Event description:
Feeling strange of both knees [arthropathy]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a pt (demographics not provided), initials unk, with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 02 ml (frequency and route of administration not provided) into an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt "felt strange in both knees". The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as severe and the intensity for the event was not provided. The causal relationship between synvisc and the event was not provided by the reporting physician. F/u info was received on (B)(6) 2013 from the physician regarding pt demographics and event details which upgraded the case to serious. The pt was identified as a (B)(6) female, initials (B)(6). On (B)(6) 2013, the pt felt strange in both knees and was assessed as serious by the physician. On an unspecified date in 2013, the pt recovered from the event of "feeling strange of both knees". The reporting physician assessed the relationship between synvisc and the event as definite.

Manufacturer narrative:
F/u info was received on (B)(4) 2013 in the form of quality assurance (qa) investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.